Event description:
It was reported that patient underwent an initial total hip arthroplasty on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to a screw head being elevated, a malpositioned cup, and loosening of the ceramic liner after a patient fall. The modular head, acetabular cup, liner and screws were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Expiration date - unknown. Manufacture date ¿ unknown. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2015-02692 / 02695).

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable under the current MDR report number. This event has been relayed to the FDA on the correct MDR report number 3002806535-2015-04040.